Event description:
At 0530 the patient was rolling over in her bed and the tubing broke near the reservoir of the pain ball. Nursing was in room with the patient at the time and immediately pulled the catheter from her leg. Tubing was intact.